Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with two ventricular non-sustained tachycardia episodes less than or equal to 170 ms on 25-jun-2012 and 26-jun-2012. There was one ventricular fibrillation episode equal to 150 ms average v-cycle on 26-jun-2012. Interference/noise was noted with a ventricular short interval count equal to19.4 counts average per day, in 1.19 days, between 25-jun-2012 and 26-jun-2012.

Event description:
It was reported that the patient experienced two inappropriate shocks from non-physiologic sensing consistent with electromagnetic interference. It was noted that the patient was swimming in an in-ground pool and received a shock shortly after touching the pool ladder. Later, the patient was told that there was an electrical current running through the pool. The device remains in use. No further patient complications were noted as a result of this event.